Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced blood glucose (bg) levels of 422 mg/dl with a high level of ketones. The customer stated the suspected cause was unknown, however the customer reported it may have been due to an urinary tract infection or hot weather. The customer changed supplies and delivered a bolus via the pump. Subsequently, the customer went to the emergency room (ER). Intravenous (IV) therapy and insulin were administered. Eleven hours later, the customer was admitted to the hospital. Insulin drip, hydration, and antibiotics were administered. The customer was then connected to the pump under supervision of the healthcare provider. Reportedly, the customer was discharged from the hospital the following saturday and reported bg levels had not risen above 120 mg/dl.